Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. During visual inspection, damaged encoder cover was noted. The autopulse platform is a reusable device and was manufactured in 2006 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Lifeband was also returned with the platform and no damage was noted with the lifeband. The archive data indicated system error 136 (internal parameter corrupted) occurred on (B)(6) 2017, rather than on the reported event date of (B)(6) 2017. The platform failed the initial functional due to error message "system error, out of service, revert to manual CPR" displayed when the platform was powered on. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The encoder cover was replaced and clutch plate deburring was performed to remedy the sticky clutch. The platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR" when powered on. No patient involvement was reported.